Event description:
It was reported that prior to starting a da vinci surgical procedure, the part between shaft and tip was bent on a thoracic grasper instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument gears slipping / skipping. The housing was removed to find the gears in the backend were skipping which is were causing the cable to be loose at the instrument's wrist. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.